Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 , the patient underwent the procedure for ipsilateral femoral neck and shaft fracture using j&j medtech femoral recon nail. Before inserting the implants, surgeon had checked to ensure the wire is able to pass through the nail without any obstacles. However, when the surgeon inserted the guide wire to one of the nail holes, the 3.2mm guide wire could not pass through smoothly and it felt like it was hitting the nail wall. After multiple attempts, surgeon had to complete the surgery with the missed a nail technique. There was 120 minutes of surgical delay. The procedure was successfully completed.

Event description:
Additional information was received and states that: please provide patient status/ outcome: fixation failed; the surgeon will have to remove the nail and revise the fixation. Was there any specific allegation against the guide wire? No guide wire was used according to sales rep¿s instructions to measure the hip screw. Was other medical intervention required? If yes, please specify details. Yes, remove implant and plate with proximal femoral plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. F information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed that the fem recon nail gt ø9 r l 360 tan interacted with the mating device, however, it is not possible to confirm the poor interaction between the devices, as the analysis is based on a x-ray. Therefore, the allegation of the complaint cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the fem recon nail gt ø9 r l 360 tan would have not contributed to the complained device issue. Based on the investigation it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.033.966s lot number: 27702p9 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 06 aug 2024 manufacturing site: jabil bettlach expiry date: 01 jul 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Please provide patient status/outcome fixation failed; surgeon will have to remove the nail & revise the fixation. B. Was there any specific allegation against the guide wire? No guide wire was used according to sales rep¿s instructions to measure the hip screw. C. Was other medical intervention required? If yes, please specify details? Yes, remove implant & plate with proximal femoral plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and h6 (health effect - clinical code & health effect - impact code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Photo investigation the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed that the fem recon nail gt ø9 r l 360 tan was interacted with the mating device, however, it is not possible to confirm the poor interaction between the devices, as the analysis is based on a x-ray. Therefore, the complaint allegation cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the fem recon nail gt ø9 r l 360 tan would have not contributed to the complained device issue. Based on the investigation it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 04.033.966s lot number: 27702p9 the product was released on: 06 aug 2024 manufacturing site: jabil bettlach expiry date: 01 jul 2034 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.